Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; give date: lens was not implanted if explanted; give date: lens was not implanted, therefore not explanted (B)(6). Device evaluation: the intraocular lens (iol) was not returned for evaluation after several attempts to collect it from the customer. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lens got stuck in the cartridge. Through follow-up we learned that the lens came into contact with the eye of the patient. Another lens was implanted successfully. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA:(B)(4).